Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities was explanted for premature batttery depletion. The device was implanted 36.5 months. It was replaced successfully and will be returned for analysis.